Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003 2.5 hours of operation: 29128 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-04-05 (specified date of the incident, given from the customer) were investigated. At 10:20 am a space line was inserted. The vtbi was set to 100 ml and the rate to 19,5 ml/h. The infusion was started at 10:21 am. The infusion was stopped by a pressure alarm at 10:40 (reason for that alarm could not be clarified). In the same minute the infusion was started again. At 11:59 am the infusion was stopped by the customer. The rate was changed to 39 ml/h and started again. The infusion was stopped at 13:09 by the customer. Then the line was taken out. Up to that time the device has delivered a 76,91 ml (actual volume infused). One minute later the customer again inserted a space line. The vtbi was set to 50 ml and the rate to 39 ml/h. The infusion was started at 13:13 pm. The infusion was started and stopped a few times between 13:13 pm and 13:24 pm (reason could not be clarified). Furthermore, the customer tried to start another infusion, but no vtbi was set and therefore, no infusion could be started. In addition, no more anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. No cover caps and no seal on the lower housing were available. The device is in a bad condition. The p2- and p3-connector shows oxidized contacts. Many liquid residues could be detected. Furthermore, no damaged parts could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A loud rattling of the door bolt drive could be detected. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,30%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. Many liquid residues could be detected between the lower housing part and the emc-shield/bottom inner frame (no liquid on the mainboard). In addition, no damaged parts could be detected inside the device. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation could be reproduced ore detected inside the history files. Addition information: the customer described: "when the chamber was opened it looked like a slight kink or twist on the line and it was slightly flattened". The chamber must be opened directly when performing an infusion with a glass bottle. Otherwise, a vacuum arises. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion - IV immunoglobulin." Customer statement: "the 1st bottle was commenced and when the bottle emptied it alarmed upstream alarm but the display was showing 36 minutes left to go before it was completed and was showing a vtbi of 23.17. We then switched over to the 2nd bottle and we were watching the set and it didn't look as if it was dropping but the pump was not alarming. We stopped it and second bottle (which was 50mls) the screen was showing 46.28mls so it looked like it was infusing but not dropping. When the chamber was opened it looked like a slight kink or twist on the line and it was slightly flattened but not like the previous incident where it was completely flat. Line details available but no packaging. Issue occurred: (B)(6) 2023 in the renal day unit and a nurse was using the products. There was a delay in treatment with no harm to patient. The affected samples are available to be returned for investigation. Reporter needs to test the sample and save the history before it will be available for collection."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.